Event description:
It was reported that the unspecified bd¿ infusion set was cracked. The following information was provided by the initial reporter: we have an issue that the t-connector the syringe connects with is crazing/cracking when loctite glue is applied to the connection between the syringe and t-connector.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2023-01286 was sent in error. The customer has clarified that the defect was not with bd product. Please consider MFR report# 2243072-2023-01286 void.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ infusion set was cracked. The following information was provided by the initial reporter: we have an issue that the t-connector the syringe connects with is crazing/cracking when loctite glue is applied to the connection between the syringe and t-connector.